Event description:
It was reported that during a follow up in clinic, reduced r-wave amplitudes and undersensing were noted on the right ventricle (rv) lead. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received that a revision procedure was performed. The right ventricle (rv) lead was capped and replaced to resolve the event. The patient was in stable condition.